Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step took an extra amount of insulin for a total of 25 units. Customer's blood glucose was 348 mg/dl. Reportedly, customer continued to use the supplies.